Event description:
A customer reported a communication error with the adc device in use with samsung s20 phone with unknown operating system version. It was indicated that the customer was provided unspecified treatment by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a communication error with the adc device in use with samsung s20 phone with unknown operating system version. It was indicated that the customer was provided unspecified treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation was performed. The customer reported having a communication application problem. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s20 android 13 3.4.2.9593 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.